Manufacturer narrative:
UDI: (B)(4). Single inner set screws (product code: 1797-02-000, lot number: apmdt8) were received by the complaints handling unit (chu). It was noted that two of the set screws featured faint witness marks. These marks form when the set screw is tightened onto the rod. Faint witness marks or no witness marks are indicative of the set screw not being fully tightened down onto the rod and could potentially permit the set screw to loosen and back out over time. It is believed that one of the two set screws with faint/no witness marks was the one to back out postoperatively. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the set screw backing out postoperatively cannot be determined from the samples and information provided. A potential root cause may have been not fully tightening the set screw down onto the rod during the initial procedure. This may have allowed a set screw to loosen over time, eventually resulting in it backing out from the tulip head of a pedicle screw. It is believed that one of the two set screws with faint/no witness marks was the one to back out postoperatively. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to fix the l4 - l5 using expedium was initially took place on a patient with cortical bone trajectory on (B)(6) 2013. As the reported si set screw was found backed out, and cortical fix screw was found broken, the revision took place on (B)(6) 2016. The location of the backed out screw was l4 right, and broken screw was l5 left. All the screws were removed, and replaced with another screws by pedicle screw fixation. However, as the fragment tips of the screw was located deep inside, it was unable to be removed and remained in the patient's body. There was no surgical delay. The patient is currently being followed-up.